Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 400mg/dl. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 178 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. No further assistance was necessary.